Event description:
Complainant alleged that during biomed testing the device would not charge beyond 10 joules and would not deliver a shock. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint still under investigation.